Event description:
It was reported to philips that the system was unable to perform fluoroscopy frequently during the scan. The system was in clinical use at the time of the reported event. No harm to the patient or user was reported to philips. Philips has started an investigation of the complaint.